Event description:
During an atrial fibrillation procedure, an air leak occurred with an agilis that was prepared per the IFU. Care was taken to ensure the dilator tip was inserted straight into the lumen of the agilis so as not to puncture the valves. The physician obtained access, inserted the agilis with the dilator inside and correctly oriented, and performed transseptal puncture using a non abbott (versacross) wire. Everything was as expected, and the dilator was removed while aspirating, as recommended. However, upon insertion of the non abbott (faradrive) pfa catheter into the handle and aspirating, bubbles were incessantly aspirated. Another introducer of the same model was used to complete the procedure with no consequence to the patient.

Event description:
During an atrial fibrillation procedure, an air leak occurred. The dilator tip was inserted straight into the lumen of the agilis 13fr sheath so as not to puncture the valves. The physician obtained access, inserted the agilis 13 fr with the dilator inside and correctly oriented, and performed transseptal puncture using a non-abbott (versacross) wire. Everything was as expected, and the dilator was removed while aspirating as recommended. However, upon insertion of the non-abbott (faradrive) pfa catheter into the handle and aspirating, bubbles were present. Another introducer of the same model was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
Additional information b5, d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.